Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while on a call, the crew report the monitor was powered on and charged appropriately for defibrillation. On multiple occasions, after charging to the selected energy level, activation of the shock button did not deliver a shock. In at least one instance, the charge was automatically cancelled when attempting to deliver the shock. At other times during the same resuscitation, the device functioned normally and successfully delivered defibrillation. Additionally, there were episodes of noticeable delay between pressing the shock button and energy delivery. The crew also report this malfunction was intermittent and inconsistent throughout the event. There was no reported impact to the patient at this time.